Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fluid leakage from a transfer set and subsequently the patient experienced abdominal pain. The patient presented to the emergency room and was subsequently hospitalized for the event. The cause of the leakage was not reported. Treatment for the event was not reported. On an unreported date, pd therapy was discontinued, and the pd catheter was removed. At the time of this report, the patient outcome was not reported, and the patient was switched to in center hemodialysis. No additional information is available.